Event description:
Patient presented to the physician with pus leaking at the chest incision site. Physician examined the area and noticed wound dehiscence at the chest incision site and the neck incision was crusted. Physician suspected a potential infection and prescribed antibiotics.